Event description:
It was reported that the patient underwent both a posterior, as well as a transforaminal approach l5-s1 fusion using rhbmp-2/acs mixed with autograft and demineralized bone matrix (dbm) and placing the mixture both inside and outside the cages. Subsequently, the patient was diagnosed with injuries,including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.the patient has required extensive medical treatment. Reportedly, the patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnosis: isthmic type spondylolisthesis, l5-s1, lumbar degenerative disk disease. Patient underwent the following procedures: gill decompression laminectomy, l5-s1. Transforaminal lumbar interbody fusion, l5-s1. Posterior spinal instrumentation, l5-s1. Posterior spinal fusion, l5-s1. Application of prosthesis(x1), l5-s1. As per-op notes: foraminotomy was done at l5-s1 level. Bmp was packed with patient¿s local bone and packed into l5-s1 disk space followed by a cage. No patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.